Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2024. The patient was discharged. At the routine 45-day follow-up, computed tomography imaging revealed the device had shifted. No intervention was performed and there were no patient complications. Upon analysis, it was found that the CT imaging showed crossed tines and the device puck in the center of the device, indicating a device fracture due to axial compression of the device in its current position.

Manufacturer narrative:
B3 date of event: event date estimated as (B)(6) 2024 as the event was reported to have occurred at the 45 day follow up after implant date of (B)(6) 2024. Media was provided and evaluated by members of the bsc training team, medical safety, and clinical specialists. The media review concluded that the patient anatomy had a large distal volume, which may have led to low compression and poor anchor engagement, causing the position to shift into the laa upon core wire release. No indication of use error. Additional observation: CT imaging shows crossed tines and the device puck in the center of the device, indicating a device fracture due to axial compression of the device in its current position.